Event description:
The device would not take fluoroscopic images on patient. Exam was barium enema. Exam must be repeated due to delay. Follow up reveals: the biomed and the manufacturer are aware of the incident. The manufacturer serviced the device. Analysis pending.